Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support (tts) and no issues were identified. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly, the customer is re-using insulin, not removing cartridge air, and wearing the infusion set for 3 days. Tandem clinical support informed customer that re-using insulin, not removing cartridge air, and wearing the infusion set for 3 days. Is off label per the user guide. Customer¿s blood glucose level was 187 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka).